Event description:
It was reported that on (B)(6) 2014 the graftmaster stent was used to treat a perforation that occurred in the left main (lm) with the use of a non-abbott guide wire during a procedure of the chronic totally occluded (cto) lesion. On (B)(6) 2014 the patient presented with chest pain and angiography confirmed that the previously placed graftmaster stent in the lm and proximal circumflex (cx) arteries was totally occluded with thrombus. Revascularization was completed using balloon angioplasty and re-flow was achieved. To preclude future potential occlusion bypass surgery was performed for the left anterior descending (lad) and proximal cx vessel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. Investigation is not complete. A followup will be filed with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of angina and thrombosis, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.